Event description:
An alarm issue was reported with the adc device in use with an iphone xr with ios operating system version 16.6. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was provided unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low alarms. Attempted to replicate the user¿s complaint using similar configurations of (iphone 13 mini, ios 17.0.3, 2.8.1.6120) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone xr with ios operating system version 16.6. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was provided unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event.